Event description:
A lifecor patient services representative (psr) contacted customer support to report that an electrode belt she had recently recovered from a patient would not screw onto the monitor. Support requested that she try mating the connector to a different monitor. The electrode belt would not mate to the other monitor either. The electrode belt was replaced.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem was confirmed. The cause of the connector not mating was bent pins within the electrode belt connector. The root cause of the bent pins cannot be positively identified. However, the most likely cause is improper use in that the connectors were forced together in a twisting motion rather than aligning the connectors as described in the device labeling. The damaged connector will be replaced. No adverse event resulted from the bent pins. The device was not in use by a patient at the time.